Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for routine follow-up. Upon interrogation, competitive atrial pacing and inappropriate mode switches were noted due to inappropriate programming of the pulse generator. The device was reprogrammed. No patient symptoms were reported.